Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flowmeter. The device was evaluated upon receipt. During decontamination, started unit and read no flow for about 20 minutes, observed flow through shunts. After 20 minutes, started to read flow. The reported no flow was confirmed in logs. The flow meter was replaced. The arctic sun 5000 passed performance testing, calibration testing, electrical safety test, is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device in their shop with a note that it was giving no flow and low flow. They went over the logs and confirmed that was accurate. They stated the device was staying in the initial screen with the logo and would not go past that. It would also go into the training demo on its own. They powered it off and on again a few times and was then trying to do a functional check. It passed 40c and 5c. It was asked for flow rate and inlet pressure. Device was in manual mode. Flow rate was -3.9lpm, inlet pressure was -3.3psi and circulation pump was 100percentage. Biomed stated they had two shunt tubes connected. Asked them to remove one shunt tube and inlet pressure remained at -3.4psi. Per sample evaluation results received via mail on 14oct2024, the arctic sun device was giving no flow. Flowmeter had intermittent failure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device in their shop with a note that it was giving no flow and low flow. They went over the logs and confirmed that was accurate. They stated the device was staying in the initial screen with the logo and would not go past that. It would also go into the training demo on its own. They powered it off and on again a few times and was then trying to do a functional check. It passed 40c and 5c. It was asked for flow rate and inlet pressure. Device was in manual mode. Flow rate was -3.9lpm, inlet pressure was -3.3psi and circulation pump was 100percentage. Biomed stated they had two shunt tubes connected. Asked them to remove one shunt tube and inlet pressure remained at -3.4psi. Per sample evaluation results received via mail on 14oct2024, the arctic sun device was giving no flow. Flowmeter had intermittent failure.